Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had to charge the ipg more often. The patient underwent an ipg replacement procedure due to physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.